Manufacturer narrative:
Concomitant medical products: 479888 lead; implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for supra ventricular tachycardia (svt) which the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.